Event description:
The point of care unit (pcu) was brought to the department on a cart. The nurse picked up the pump, which was on the transporting cart, from handle and the battery fell off the pump landing on the cart. Only two screws that were holding the batteries were found. No harm to staff.